Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The investigation concluded that this nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information from the event reported: scope used was not damaged. Reported issue did not affect the procedure. Procedure did not need to complete with another device. No medical intervention performed. No error messages observed. Customer returned two devices. The two device returned per the note is for patient identifier (B)(6) and (B)(6). Visual inspection noted that the first device was returned with the balloon cut off and the balloon returned. The second device was returned with the balloon cut off and the balloon not returned. In both instances, the complaint can be confirmed as the balloon is confirmed to not be attached to the device. This evaluation is for the second device patient identifier (B)(6) model bd-400p-2080, lot 381559. Device evaluation, the following were noted: the device was returned with the balloon cut off. Catheter lot noted to be 381559. The balloon was not returned. As the balloons were cut, the devices cannot be tested. A definitive root cause cannot be determined at this time. The original equipment manufacturer (OEM) has been informed for further evaluation investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the balloon did not deflate to come out of scope. Type of procedure performed according to the report was an 'endo". Per the report, the balloon would not deflate and had to cut out of the scope. There was no patient harm , no user injury reported due to the event.